Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doing a gamma nail surgery the surgeon noticed that the rubber coating of the set screwdriver had a tear.

Event description:
It was reported that while doing a gamma nail surgery the surgeon noticed that the rubber coating of the set screwdriver had a tear.

Manufacturer narrative:
Evaluation summary: the alleged product issue was optical visible and confirmed. Referring to the observed issues the (pre-) damages of the silicone were either caused intra-operatively or during cleaning. An external test for a biological evaluation according to (B)(4) showed no evidence of a relevant cytotoxic effect. Thus, although the silicone rubber is not rated as suitable for permanent implantation, no severe adverse effect is expected, as the material is rated as suitable for use with surgical instruments. In order to avoid this damage intra-operatively, respective during sterilization: we recommend in future the use of a closed tube clip catalogue no 1320-0125(s) which has the side effect to avoid damage to the flexible part (silicone) of the screwdriver. In addition and prior to surgery we recommend an optical inspection of the nail holding screw which does not have to have sharp edges that could lead to damage of the silicone coating of the set screwdriver. To avoid the silicone getting damaged due to contact with other instruments like a scalpel or other heavy instruments, neither intra-operatively nor during cleaning and / or sterilization. This evaluation revealed that the reported event is mainly linked to design of the device but it cannot be excluded that the user had contributed to the event as described above. No discrepancies were detected during risk analysis review.